Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he was unable to bolus since the insulin pump alarmed button error. Customer's blood glucose was 275 mg/dl. Customer didn't recall any issues which may have caused the device to alarm. Customer declined troubleshooting and requested the device to be replaced. He agreed to return he device for further analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had normal operating currents. No weak battery alarm was noted. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.